Manufacturer narrative:
There was no reported adverse event associated with this complaint. The customer/user noticed the visual display which notified them of this issue. It is thought that all customers may not be as diligent in checking the visual display prior to treatment. Though still under investigation, varian has determined that, based on the available info, an MDR is appropriate as this possible malfunction, should it recur, could potentially cause serious injury. Add'l f/u to this MDR is expected upon completion of the investigation.

Event description:
Rpm gating - pt reference curve is not being properly displayed. Customer states that they started a left breast breath hold pt, whose films and skin verification were not even close to what their threshold was on the rpm computer. The issue appears to have begun last week, when the threshold bars came across with a large distance between the two and very little distance above the normal breathing wave. When the pt was asked to take in a breath, the breath disappeared off the top of the screen. Customer is comfortable with treating pts once they find the desired breath hold level, but are getting very frustrated with the inconsistencies of the software.